Event description:
It was reported that this customer performed PICC placement in a patient under ultrasound on (B)(6) 2020. After the preparation prior to placement was completed, the operator opened the package of the product and began to flush the catheter, and found a black hair at the tip of the catheter. Given the requirements for aseptic operations during PICC placement, the customer unpacked another catheter and completed the subsequent placement procedures.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign matter is inconclusive due to poor sample condition. One photo sample of a 4 fr groshong nxt catheter was provided for evaluation. The distal tip of the catheter is shown outside of patient use and is being held near the distal end. The kit components are visible on the tray behind the catheter. A black fiber appears to be present on the glove of the user holding the catheter tip. The characteristics of the material could not be clearly inspected from the image provided. The condition of the components prior to kit opening are unknown; therefore, the complaint could not be confirmed and remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx3596 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this customer performed PICC placement in a patient under ultrasound on (B)(6) 2020. After the preparation prior to placement was completed, the operator opened the package of the product and began to flush the catheter, and found a black hair at the tip of the catheter. Given the requirements for aseptic operations during PICC placement, the customer unpacked another catheter and completed the subsequent placement procedures.